Event description:
Implantable cardioverter defibrillator (ICD) reached end of life (eol). A healthcare professional expressed dissatisfaction with regards to charge time triggering eri instead of battery voltage. The device was explanted and returned to guidant for analysis.